Event description:
It was reported that the universal modular electric/battery double trigger handpiece was used in a tka, when the surgeon realized that the handpiece is keeping continuously action after release of the lower action trigger. There was no pt harm or delay reported.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.